Event description:
It was reported by a customer on (B)(6) 2011 the fiber aiming beam came out from the midpoint of the fiber at 0 joules. The laser was not fired when the fiber was connected. No patient injury was reported.